Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting the chronic right ventricular (rv) lead into the header of new device, even after applying mineral oil. After multiple attempts the lead ws successfully inserted and both the device and lead remain implanted. No adverse patient effects were reported.